Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the caesarean procedure when the surgeon brought the tissue closer, both needle and thread broke. The needle fell in the cavity, the surgeon recovered the needle after several minutes and changed suture to be able to closeand complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. A tactile and microscopic inspection of the sealed products was performed with no abnormalities. The visual inspection of the opened samples noted one needle. The needle was received with the swaged part broken off. Upon microscopic inspection, instrument marks were observed near the break site. The needle was also bent near to the swage and instrument marks were noted near to the bent sites. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.